Manufacturer narrative:
Section a4: patient weight is unknown. Section b3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000115192. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads had high impedances and unable to provide effective therapy. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was replaced, and reportedly effective therapy was restored. Investigation was unable to determine which of the leads had high impedances.